Event description:
The dealer stated that the end-user ran into something and then asked why the joystick was falling off. The dealer states that bottom casing is what's broken on a tdxsp power chair.